Manufacturer narrative:
No pt info provided as no pt was involved in this concern. A medtronic rep reported that the issue could not be replicated. The system issue was resolved by removing the front panel and tightening the monitor/cpu connection.

Event description:
A medtronic rep reported that the site stated that their monitor is flickering and displaying a "no input" message occasionally. There was no pt present.